Manufacturer narrative:
(B)(4). Batch # n9149w. The analysis results found that the mcs20 device was received empty. After the last clip is used, the instrument is designed to lock out, which prevents the handles from being squeezed; no further testing could be performed. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted. No conclusion could be reached as to what may have caused the reported incident. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a coronary artery bypass with tricuspid valve replacement, the clips did not hold on the mammary artery. A different manufacturer's device was used to complete the procedure. There were no adverse consequences for the patient.